Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d.9, h.3, h4,h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed broken device assessed as surgical impact opening (shell thickness within specification). As per the investigation procedure non-penetrating nick and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side rupture. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/jul/2024.

Event description:
Physician reported left side rupture. Device has been explanted.

Event description:
Physician reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.